Event description:
This 72-yr-old female underwent an unilateral mastectomy in 1949 and had a silicone breast implantation performed in 1975. She presents for explantation based on complaints of achy joints, chest burning and breast contracture. The implant MFR is unknown to this reporting facility.